Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1318ft-1 drive assembly (no batch indicator present) was received for investigation. Visual inspection identified that the micro corkscrew was not returned for analysis. However, the distal tip of the driver shaft was noticeably bent. Two of the curved needles and their associated suture constructs were returned, with breakage evident at the ends of both pieces of suture. The needles themselves remained intact. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. The cause of the event remains undetermined, although the damage observed is most likely the result of user applied mechanical forces during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hand surgery the anchor cut the suture during screwing in. The broken off piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.